Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega suturecut needle driver instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had a broken, exposed wire. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: reporter stated that they identified the issue with the instrument prior to suturing and did not use the instrument so they cannot say if they experienced any issues with the yaw, pitch or opening and closing of the grips. There was no collision with other instruments. The procedure was completed robotically. No patient demographics provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.